Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue could not be duplicated during testing. The se confirmed that a "check vent: backup alarm failed" (error code 1104) was logged in the event logged. The se replaced the central processing unit (cpu), board as a preventive measure.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" alarm. The device was in clinical use when the issue occurred; the device was replaced with a different v60 ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: backup alarm failed" alarm. The customer reported that the issue could not be duplicated, after the device was turned on and off. The investigation is ongoing.